Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The customer's mother did not know the blood glucose reading or when the motor error alarm had occurred. She noted that another motor error alarm had occurred the other day as well. She was unable to troubleshoot and was advised to call back when possible for proper troubleshooting. Nothing further reported.